Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed due to a defective power supply brick that had no power output voltage. The charger will be scrapped due to contamination found throughout the charger. The root cause for the defective power supply brick could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.